Event description:
Hcp reported fractured catheter connector. The patient had a new catheter connector implanted and the explanted connector was not returned to the manufacturer. No information on patient symptoms or outcome despite repeated attempts to contact the hcp.